Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was reported to have run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was reported to have run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.